Event description:
The customer reported that on (B)(6) 2011 erroneous, low albumin (albm) results were generated from an unicel dxc 800 synchron system for two patient samples. All other albm tested patient samples were repeated for the timeframe in question and none were amended. The initial, low erroneous albm results were generated in duplicate for patient one. When repeated on another instrument in duplicate the results were higher and considered valid. Patient two results were verbally communicated by the customer. The customer indicated the initial result for patient two was low and upon repeat the albm result was higher and considered normal. Data provided by the customer references only one patient's results. Initial albm results, generated in duplicate, resulted in il (initial rate too low) results. Upon duplicate repeat, the results were higher. No data was provided for patient two. The initial erroneous results were reported out of the laboratory however there were no reports of deaths, serious injuries or modification to patients' treatment associated or attributed to this event. Instrument albm quality control results during the timeframe of this event met customer established specifications. No additional system, patient or sample handling/collection information was provided by the customer. Customer indicated that during the timeframe of this event the stirrer motor was making growling/grinding noises.

Manufacturer narrative:
The instrument was assessed and a replacement module was ordered.